Event description:
Same case as manufacturer's report #6000130-2006-00095. During a diagnostic procedure in the superficial femoral artery (sfa) the amplatz super stiff guide wire was frayed. The procedure was completed by using another of the same device. The pt condition is reported as "fine".